Event description:
Indication: common variable immunodeficiency, unspecified. Pt states that with last infusion, the pump (serial number and expiration date not provided) did not infuse all of the medication. She states that about a teaspoon of medication was left and pump would not infuse the rest of medication even after troubleshooting. Pharmacy to replace pump. Unknown if pump is available for return. No adverse event(s) reported due to product issue. No further info.